Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the returned battery cap top slot was slightly damaged. The returned battery cap and the test cap were unable to be fully tightened to the pump and were difficult to remove. The returned battery cap contact height and width measured within specifications and the battery cap was able to secure and detach from the test pump with no issues. Unrelated to the original complaint, the battery compartment was cracked in two places and the display was dim and discolored.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.